Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as vomiting and abdominal pain and treated with manual injection. Troubleshooting was performed. Customer does not allege insulin pump was under delivering. Customer also stated that there was insulin flow block alarm and issue was resolved by changing complete set. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.